Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the prox lcx. A second non mdt stent was implanted in the prox lad as part of a staged procedure. Approximately 13 months post index procedure the patient suffered from a cerebral ischemic stroke. This was treated with medication. The patient recovered. The investigator reported that the event is not related to the index device or anti platelet medication.